Event description:
It was reported by service report that the fowler was leaking at the base of the shaft. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Fowler.